Event description:
The customer said that when the suspect device is turned on the screen shows the test strip code as 860. The correct code is 861. They removed the code key and inserted a different one and the device read the coded correctlty. They then used the first code key and the device displayed the correct code as 861. The patient also said they obtained an error when applying blood to the strip when the wrong code was displayed as 860. When then correct code was displayed, they did not get an error. The device was replaced and requested to be returned for evaluation.